Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-13147. It was reported, the pt felt what he described as s "sharp" electrical shock at his ipg site. It was reported, the discomfort subsided approx an hour after discontinuing the stimulation. The system was turned back on the following day and the pt stated, he received another shock. The pt also reported warmth at his ipg and lead incision sites. A sjm rep advised the pt to keep the system off. The pt to f/u with his physician.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.